Event description:
It was reported that the device battery voltage from the remote transmission was much lower than the battery voltage seen in the clinic. It was later reported that the patient was unable to send a remote transmission due to not enough battery to transmit. It was requested to bring the patient in to determine if truly at elective replacement. The device is still in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4173 competitor non-defib lead 2006 (B)(6). (B)(4).